Event description:
It was reported that a female patient underwent breast prosthesis implantation surgery with a (left) 415cc mentor memorygel breast implant and a (right) 465cc mentor memorygel breast implant. Post-operatively, the patient suffered breast implant bottoming out on an unspecified breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Since it was not provided which breast implant had bottomed out, both the right and left implants information has been provided.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 9394061 number, and no non-conformances were identified. Manufacturing date: 04/nov/2019, expiration date: 02/nov/2024. A manufacturing record evaluation was performed for the finished device 7742225 number, and no non-conformances were identified. Manufacturing date: 20/jun/2019, expiration date: 17/jun/2024.